Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. The customer's blood glucose value was unknown. The customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The device will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now alarm.